Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the foot was found to be bent, which can cause damage to the dura. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event. Upon receipt during equipment testing conducted by a manufacturer service technician paint was found to be flaking off the device. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.